Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 37 mg/dl on (B)(6) 2015. Customer was hooked on the old pump and started having low blood glucose. Customer had a high blood glucose of 600 mg/dl and was in the intensive care unit and rehab due to surgery for the highs and lows. Customer stated that his doctors wanted him to turn off the pump. Customer was eating carbs and his blood glucose went up to 400 mg/dl. Customer stated that the issue was caused by the type of insulin he was using. Customer was advised on the use of off-label insulin and was told that rapid acting insulin is recommended. Customer declined to troubleshoot the pump. Customer stated that he was using settings from prior to the surgery and it changed his insulin sensitivity.